Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer was not able to administer a bolus due to buttons not responding. Customer reported of wearing insulin pump in bra while the weather was hot. Customer's blood glucose was 98 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no up button response due to corroded keypad traces. No unexpected numbers ramping during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.